Event description:
A customer reported a damaged insulin pump after it was accidentally dropped and subsequently became submerged in water, resulting in a cracked and unresponsive touchscreen. The customer reverted to manual injections for insulin therapy. There was no adverse impact to customer¿s blood glucose level.